Event description:
On (B)(6) 2015, the patient was implanted with an uphold lite mesh as a participant in (B)(4). On (B)(4) 2014 it was reported to boston scientific corporation that: on (B)(6) 2014, the patient had granulation tissue at the left vaginal wall. This event was reported to be "resolved with sequelae" (end date (B)(6) 2014). This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "definite". This complaint is reportable based on the additional events reported to boston scientific on (B)(4) 2015: on (B)(6) 2014, the patient had mesh exposure in the anterior vagina and suture erosion into the anterior vagina. These events were unresolved as of the patient's last visit on (B)(4) 2014 and were assessed as "mild" in severity, with relation to the device/procedure assessed as "definite".

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. (B)(6). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(4) ((B)(4)study). On august 12, 2014 it was reported to boston scientific corporation that: on (B)(6) 2014, the patient had granulation tissue at the left vaginal wall. This event was reported to be "resolved with sequelae" (end date (B)(6) 2014). This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "definite." This complaint is reportable based on the additional events reported to boston scientific on (B)(6) 2015: on (B)(6) 2014, the patient had mesh exposure in the anterior vagina and suture erosion into the anterior vagina. These events were unresolved as of the patient's last visit on (B)(6) 2014 and were assessed as "mild" in severity, with relation to the device/procedure assessed as "definite." Additional information august 5, 2015. The mesh exposure and suture erosion resolved on (B)(6) 2015. On (B)(6) 2014, the patient had vaginal scarring on the anterior vaginal wall. This event is unresolved as of the last patient visit on (B)(6) 2015.